Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information received alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was evaluated on site by a field service engineer in regard to the information the manufacturer received from the customer stating that during an attempt to update the software to 1.05.10.00, the device went inoperative with red ¿ventilator inop¿ screen and alarmed loudly and did not stop alarming until all power was removed. The device was not in clinical use. The device went fully inoperable after this even with power restored to it. The device would not power on. Additionally, the device would not connect the field service engineer laptop through support tool. No error codes. Could not pull the device log due to the device's inoperative status. An attempt of reseating battery connections to reset device had no effect. The field service engineer replaced the system board and the display board to address the ventilator inoperative issue. The device passed final tests without failures. The device's system board was returned to the product investigation laboratory (pil) for further evaluation. The pil retrieved and reviewed the event log from service and noted the software version was 1.05.10. Pil then installed the system board on the trilogy evo testbed (stb) and was unable to power on the stb via the power key. Pil then powered on the stb via raspsim commands but was then unable to place the device in standby mode and then powered off the stb via raspsim commands. The pil created a ventilator inoperable condition by disconnecting the flow sensor, powered on the stb via raspsim commands and was then able to attempt to reinstall the device software, which resulted in an error 5 during the install. Pil contacted engineering and found that error 5 during software install is due to the therapy central processing unit is stuck in the boot monitor. The system board has been scrapped. Pil then installed the trilogy evo display board on the trilogy evo stb and found the software version on the display board was 1.05.06. The pil then updated the software to 1.05.10 without issue. Pil then ran therapy for approximately 2.5 hours, and the display board operates without issue. The pil concluded that the display board operates as designed. The display board has been scrapped.